Event description:
Customer reported that initially she went to the emergency room because her leg was hurting and was unable to walk for 26 days. Customer stated that when she got to the hospital she was with high blood glucose and dka. Customer stated that her blood glucose was 203 mg/dl at the time of admission. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.